Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available.

Event description:
A customer reported the lamp was exchanged during a procedure. The case was completed with no harm to the patient. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was replicated. The lamp was then replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 2, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the lamp. However, how or when the lamp became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The customer reported that the system needed a xenon lamp exchanged. Additional information was requested with none received to date. The system was manufactured on january 2, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).